Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The isi fse followed up with the site and was informed that no further issues were noted. The customer suspected that the issue was user related. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the surgeon was unable to perform a follow-on matching grip using a sureform 60 stapler in the universal surgical manipulator (usm) 3. Reseating the sterile adapter and the instrument did not resolve the issue. The customer then tried a new stapler and moved it to usm 4, no change. The customer performed a mid-procedure restart and started moving the instrument around to different arms. The surgeon also tried re-assigning the stapler to the right master controller, but the issue remained with usm3. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was unable to be resolved. The customer aborted the robot. There was a delay of 30 minutes. The instrument is not available for return. There are no photos or videos. The procedure was converted to open. The patient tolerated the conversion well. No injury to the patient.